Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check by customer, the cs300 intra-aortic balloon pump (iabp) units power supply assembly is defective. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and resolved the issue by replacing the power supply module. Fse then tested the safety and functionality as per factory specifications and iabp was then returned to customer for clinical use. The failure analysis and testing dept. Received part power supply serial number with a reported unit failure of the unit was not switching on/off from the main switch. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed part power supply into the cs300 test fixture and tested the power supply to factory specifications per the cs300 service manual part number 0070-00-0689 rev. W. The fat observed that the unit would not switch on from its main power switch. The fat replicated the complaint observed by the customer. The power supply failed testing.`retaining the power supply in the fat per procedure number 0002-07-d008 rev. Ar. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.